Manufacturer narrative:
The device was received with intermittent buttons due to moisture damage at key pad traces. No slow display ramping or display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners and reservoir tube. The pump was received with minor scratched lcd window. A bolus was programmed and delivered properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.